Event description:
(B)(4) clinical study. It was reported that balloon rupture occurred. In (B)(6) 2013, the patient was diagnosed with stable angina (ccs class -3) and was referred for cardiac catheterization. Target lesion # 1 was a de novo lesion located in the distal right coronary artery (rca) with 70% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. Initially, a 1.5mmx 15mm maverick balloon was used and multiple inflations were performed and subsequently pre-dilatation was performed using a 3 mm x 12 mm maverick balloon catheter, however the balloon ruptured. Subsequently the multiple inflations were performed using 3.25 x 6 mm quantum apex balloon and 3 x 6 mm cutting balloon resulting better dilations of the vessels. Target lesion # 1 was then treated with pre-dilatation and placement of a 3.50 x 12 mm promus element plus stent, with 0% residual stenosis. Target lesion # 2 was a de novo lesion located in the mid rca with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. Target lesion # 2 was treated with pre-dilatation and placement of a 3.50 x 24 mm promus element plus drug-eluting stent, with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).